Event description:
Customer reported he was having issues with sensor. Sensor glucose reading was 180 or 190 mg/dl and blood glucose was 240 mg/dl. Customer knows that she is not supposed to calibrate when there are arrows on the device. Customer has attempted to upload to carelink but was having issues. Customer was diagnosed a brittle diabetic. Customer inserts the device in the abdomen while standing. Customer was advised to monitor the sensor and call back if issues persist. No further information reported

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test per specification. Both sensors failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.